Event description:
This device was returned with oos documentation from biotronik rep. Per oss, the device was at eri indication and has met longevity estimates. The device would not respond when a magnet was applied. On 06/23/09, MFR has requested battery lead telemetry info from the last follow-up done for this pt. Rep's office was contacted to request this info, and they also informed us that this pt's only check up was in 2002, which is when the device was taken out.